Event description:
It was reported that an ilet pump displayed a restart alert and repeatedly presented ¿unable to proceed¿ during rewind and fill attempts, with an insulin occlusion alert noted in the history; the user had disconnected the pump for about an hour, attempted multiple restarts, and attempted a cartridge and tubing change including a dry run without success, and transitioned to backup therapy while a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery with continued cgm monitoring on a separate system and data synchronization to the app prior to shutdown. Investigation included remote troubleshooting and education, review of alert history, and logistical coordination for device replacement and return. Investigation of this case revealed a suspected pump malfunction related to delivery and rewind/fill functions associated with an occlusion condition, with the device unable to proceed despite restart and set change attempts. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction of the pump mechanism with occlusion during setup or operation.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.